Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump powered on to a blank display screen with audible and vibratory alarms. The power complaint could not be investigated due to a blank display. There were no pump reboots observed in the black box. The pump was returned with a crack in the battery compartment and the threads on the battery cap were stripped and was unable to secure. A test cap was used and secured for testing. There was moisture observed in the battery compartment and a leak test failed. The pump was opened and moisture was found internally. Unrelated to the original complaint, the keypad was peeling off. (B)(4).